Manufacturer narrative:
Additional info was received on 02/08/10.

Event description:
On (B) (6) 2007, a revision of the arterial anastomosis was performed with a new gore propaten vascular graft ((B) (4)) in the upper arm from the brachial artery to the brachial vein. On (B) (4) 2007, the pt presented with thrombosis with stenosis and an angioplasty/pta and thrombectomy procedure was performed. On (B) (6) 2008, the pt presented with thrombosis with stenosis and an angioplasty/pta and thrombectomy procedure was performed. On (B) (6) 2008, the pt presented with recurrent clotting with thrombosis with stenosis, a pseudoaneurysm and chronic arterial steal syndrome. An angioplasty/pta procedure and a brachial artery to brachial vein bypass was performed with reversed basilic vein.